Manufacturer narrative:
H10: it was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that a replacement motor control (mc) board was replaced to resolve the 1104 error code ((post) check vent: backup alarm failed).

Manufacturer narrative:
H10: an additional follow up was performed, and the customer clarified that the user interface (ui) assembly, and motor control board were replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator error code 1104 (post) check vent: backup alarm failed). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The record was updated, and it was reported that the field service engineer (fse) replaced the motor control (mc), but the 1104-check vent: backup alarm failed error code appeared again. The fse noted that further work is required for the device.